Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal shock impedance high out of range. The lead impedance was observed high out of range when measured in triad configuration and in right atrial to can configuration, however, the rv to can configuration exhibited in range measurement, therefore, the device was programmed to maintain this configuration. Reportedly, the lead trends did not show any alerting values and the shock impedance has been observed within normal range. The remaining lead measurements were within normal range as well. X-ray images were performed and sent for analysis. In addition, the patient has not received therapy since 2008 and the physician will monitor the patient until further advise is provided by technical services (ts). The rv lead serial number is not available at this time. The lead remains in service. No adverse patient effects. Additional information provided indicates the rv lead serial number is unknown. In addition, the physician decided to test the shock channel with a sync shock and the impedance was approximately 100 ohms, therefore, the physician decided the shock configuration was good enough and the patient was discharged from the hospital. The lead remains in service. No additional adverse patient effects. Upon ts review, it was recommended to test the lead integrity by letting the patient perform movement maneuvers while observing the real time electrogram (egm) and performing impedance measurements. It was also recommended to test the shock vector in the desired configuration and to follow lead performance closely. In addition, it was mentioned that out of range shock impedance measurements exclusively for the vectors including the proximal coil might suggest an issue of the conductor to the proximal coil and a fracture of the conductor to the lead coil cannot be excluded. The lead remains in service. No adverse patient effects.